Manufacturer narrative:
Plant investigation: although the fresenius field service technician (fst) stated that the sample was available to be returned for evaluation, to date no parts have been received by the manufacturer. However, the fst was able to perform an on-site evaluation of the machine. The fst confirmed identifying burn damage on the bibag distribution board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. To resolve the reported issue, the fst replaced the entire gen 2 hydraulics assembly. The investigation into the cause of the reported problem was able to confirm the reported failure mode. The fresenius fst confirmed there was burn damage, and was able to fix the machine by replacing the damaged part.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t machine experienced valve 104 stuck open and valve 105 stuck closed alarms. A fresenius field service technician (fst) was called onsite to repair the machine. The fst discovered burn damage on the bibag distribution board. Additional information was revealed during follow up with the fst. The fst stated the burn mark was on the gen 2 bibag distribution board. To resolve the reported issue, the fst replaced the entire gen 2 hydraulics assembly. Upon further inspection, the fst reported finding evidence of glycerin on the bibag distribution board and inside the box. There was no burning smell, smoke, melting, or arcing noted. In addition, there were no reports of sparks or flames. No damage was identified on any other components. The machine had approximately 530 hours logged at the time of the event. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. After the repair, the machine underwent and passed all functional testing and was returned to service. The sample was reportedly available to be returned for physical evaluation. There was no patient involvement associated with the reported event.